Event description:
The customer called to report a motor error alarm during normal use. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer also reported that he was hospitalized due to high blood glucose levels, with a reading of 360 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a corroded motor home switch. The insulin pump rewound properly and passed the displacement test. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the motor error alarms during the basic occlusion test. All currents were within specs.